Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012353775); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012347824); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a native tricuspid valve that was very calcified, a pre-implant balloon aortic valvuloplasty (bav) was performed successfully. During the implant, the valve did not open properly. The valve was recaptured and removed from the patient as it was unsure if the valve infolded or the valve did not expand due to the patient anatomy. When the valve was removed, the valve was opened and no infold was noted. It was reported that the issue was most likely due to the calcified anatomy. A new valve was deployed and successfully implanted. No adverse patient effects were reported.